Manufacturer narrative:
(B)(4).

Event description:
The pt experienced acute morphine withdrawal symptoms. The pump was in safety mode. A critical alarm was sounding. Eri (elective replacement indicator) was 24 months. The pump log showed "restart occurred - low battery." An emergency pump replacement was planned. The device system was used to deliver morphine (20 mg/ml). Additional info has been requested, a follow-up report will be sent if additional info becomes available.